Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they received a compromised force sensor system alarm on the insulin pump. The customer¿s blood glucose was 133 mg/dl. Troubleshooting was performed. The device was not bumped or dropped prior to the alarm. The drive support cap was not damaged. The device will be returned for analysis.